Event description:
The account alleged that the stretcher had a stuck head gas spring and the head would not lower. No injuries reported.

Manufacturer narrative:
The account replaced the head gass spring to resolve the issue.